Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and during implant there was a introducer damage - mechanical. The patient with a history of chest pain was diagnosed with an st-elevation myocardial infarction (stemi) and multivessel coronary artery disease. The chest pain worsened, prompting urgent percutaneous coronary intervention (pci) to the left anterior descending artery (lad). Wire access was maintained, and the access site was upsized to a 14 fr peel-away sheath for impella cp placement. During the procedure, the implanting physician removed the 14 fr peel-away dilator from the clear locking mechanism, inadvertently leaving the clear locking mechanism on the peel-away sheath. The impella device was inserted through this mechanism, which remained in place after the peel-away sheath was removed and the repositioning sheath was advanced. The impella cp device was successfully implanted for mechanical circulatory support. The patient survived the procedure and was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. Pump was not returned for investigation. Data log review was not required for this case run. The cause of the introducer damage issue was user-related, as the doctor pulled the dilator without unlocking the clear orange valve cover on dilator, resulting in damage. D10 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29979.